Manufacturer narrative:
Correction: on 30-oct-2025, it was noticed the "analysis of production records (b14)" was inadvertently omitted from the 3500a supplemental (follow-up) #1. It has now been added to field h6. Type of investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the fluoroscopy images provided by the customer, the tip of the catheter was observed deflected inside the patient's body; however, the photo does not provide sufficient information related to the stuck condition since the piston position cannot be observed on the images provided; therefore, no results can be obtained from it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the tip of the catheter was unable to be undeflected. It was reported that the proximal portion of the tip of the catheter was unable to be undeflected. Caller stated it stayed locked in the curved positioned. The catheter knobs were in neutral position and all tension was released from the knobs. They advanced the vizigo sheath and pulled the thermocool smarttouch sf back until they were able to straighten out the tip manually. Caller stated they had no other issues for the rest of the procedure. The thermocool smarttouch sf was brand new and not reprocessed.